Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct the information provided in the initial report. The device was returned to olympus for evaluation and the customer's allegation of ¿foreign material came out of the nozzle¿ was not confirmed. Based on the results of the investigation, the root cause of the foreign material could not be identified. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was unknown if the reprocessing was implemented in line with the instructions for use (IFU) since the information was not available. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. Additional investigation findings are the following: water immersion, a-rubber glue is peeled. The suggested event can be prevented in accordance with the following instructions for use (IFU): chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis eus ultrasound gastrointestinal videoscope had leaked foreign material from the nozzle. The issue was found during receipt inspection. There were no reports of patient harm. Associated patient identifiers: (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. In addition to foreign material coming from nozzle finding, inspection at customer site found corrosion on the connectors, and leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.